Event description:
It was reported the coil could not be detached with the instant detacher or via manual method (provided in the instruction for use). The coil was removed from the patient. No patient injury reported.

Manufacturer narrative:
The device has been evaluated and confirmed the implant coil still attached to the pushwire, but the evaluation could not determine the cause of the event.